Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Since the initial result was accompanied by error code 3651 indicating failure of bulk solution reservoir filling process, the field service representative (fsr) examined the instrument and found a nonfunctioning pump, bulk solution transfer (pn a-30111949-01). The fsr replaced the pump which resolved the issue. Return testing was not completed as returns were not available. A review of the alinity I analyzer, serial number (B)(4) service history, found no further occurrences of discrepant results after the pump was replaced. The alinity system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. It also addresses troubleshooting of depressed and erratic sample results. A 12-month review of the pump, bulk solution transfer (pn a-30111949-01) regarding the current complaint issue did not find any trends. A review of the alinity I platform revealed no systemic issues or trends associated with the issue described in this complaint. Based on the investigation no product deficiency was identified for either the alinity I analyzer, serial number (B)(4), or the pump, bulk solution transfer (pn a-30111949-01).

Event description:
The customer reported false nonreactive alinity I syphilis results on one patient compared to the architect i2000sr which is reactive. There was no reported impact to patient management.